Event description:
Pt received treatment for a centrally located corneal ulcer in their left eye. Previous history of successful lens wear. Pt fit with focus night & day lenses approx one month prior to event. Reports occasional overnight wear, but pt could not wear on an extended basis. Pt experienced problems with vision and light sensitivity. Emergency room nurse unable to detect anything in the eyes. Pt then sought care at an eye care specialist who began an unspecified series of medications. The specialist reports 2mm ulcer centrally located os, severe pain and no anterior chamber reaction. No culture was performed. Ulcer resolved with scar and no loss of vision. No further info is available.